Manufacturer narrative:
(B)(4). Date sent: 2/25/2025. Corrected data: b5, h1 and h6 (medical device problem code). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that during the surgery, cartridge can not be installed. Changed the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/19/25. D4: batch #unk. Additional information was requested, and the following was obtained: - is the current patient status known? Discharged. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the finished device gst45b with lot number 455c30; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, it was observed that the blue nail gun separated from metal on the device and not securely fastened; and therefore, unusable. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.